Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was damaged; further described as ¿looking mangled¿. This was observed during an unspecified step of peritoneal dialysis therapy; further described as noticed ¿once removed¿. There was no patient injury or medical intervention associated with this event. No additional information is available..